Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced hemoptysis during an implant procedure. The patient was given medication and recovered without any further action post-op. It was noted the patient's issue was possibly procedure related. Also, this report is in reference to a clinical study patient.